Event description:
It was reported through the litigation process that two months and twenty-eight days post a port placement via the right internal jugular vein, the patient allegedly developed an urinary tract bacterial infection and had bacteremia. It was further reported that the patient was allegedly diagnosed with septic shock secondary to escherichia coli urinary tract bacterial infection and bacteremia as well as the staphylococcus epidermidis bacteremia due to the defective infected port. Furthermore, the patient was treated with antibiotics. Reportedly, the port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two months and twenty-eight days post a port placement via the right internal jugular vein, the patient allegedly developed an urinary tract bacterial infection and had bacteremia. It was further reported that the patient was allegedly diagnosed with septic shock secondary to escherichia coli urinary tract bacterial infection and bacteremia as well as the staphylococcus epidermidis bacteremia due to the defective infected port. Furthermore, the patient was treated with antibiotics. Reportedly, the port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. Patient underwent port implantation procedure for vascular access on (B)(6) 2022. Three months later, patient presented to the hospital with the complaints of nausea and bilateral leg pain for six days. She was diagnosed with septic shock secondary to e.coli urinary tract infection and bacteremia as well as staphylococcus epi bacteremia. She was treated with antibiotics and consulted for mediport removal and the patient underwent port removal procedure for bacteremia associated with intravascular line. Four days later, surgical pathology study of port-a-cath showed measuring 3.0 x 3.0 x 1.5 cm with the markings CT bard and 2210. There was attached white tubing measuring approximately 25.5 cm in length. There was no attached soft tissue. Therefore, the investigation is confirmed for the reported bacteremia, urinary tract infection and sepsis issue. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.